Event description:
It was reported that the patients ipg had one contact with high impedance. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was kept by the medical facility and was not returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.